Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had keypad buttons are not responding. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
P-cap / reservoir locks properly into place. Device received with fully functional keypad. Keypad traces inspected and no damage noted on keypad traces. Keypad flex connector is plugged in properly. Device passed displacement test and self test. No button error alarm noted upon testing. Device received with corroded electronic assemblies, cracked keypad overlay, cracked battery tube threads, pillowing keypad overlay and minor scratches on case. (B)(4).